Event description:
The reporter indicated that a 13.7mm, vicm5 13.7, -11.50 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. Excessive vault, significant reduction of irido-corneal angles, lens dislocation, and pigment dispersion was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - health effect clinical code 4581: significant reduction of irido-coneal angels, pigment dispersion. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Additional data: b5- the reporter indicated that the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens of diopter -11.50 into the patient's left eye (os) on (B)(6) 2023. The patient experienced an excessive vault, significant reduction of iridocorneal angles, lens dislocation and pigment dispersion. On (B)(6) 2023 the lens was explanted and later replaced with the same model, shorter length lens and the problem was resolved. Status of the eye: "the lens perfect, lens in good condition and its vault is desired". D6b.- "(B)(6) 2023" should be added. H6- health effect - impact code: "4629" should be removed and "4627" should be added. H6- health effect - impact code: "2199 should be removed and "2993" should be added. H6- medical device problem code: "1494- off-label use (acd<3.0mm)" should be added. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm, vicm5 13.7, -11.50 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchange for a shorter length lens due to excessive vault, significant reduction of irido-corneal angles, lens dislocation, and pigment dispersion. Problem resolved. Reportedly, lens perfect, lens in good condition, and vault is as desired.

Manufacturer narrative:
Claim# (B)(4).